Event description:
Ett was hooked to anesthesia machine. Patient was induced. After 5 minutes of normal function, the machine suddenly gave a message stating "unexpected re-set, call for service." Machine continued operating under existing settings, but now you cannot see or adjust the ventilator settings. Screen is stating message instead of vent settings etc. Other parts of anesthesia machine were working: cardiac monitoring; blood pressure; end-tidal co2; and expired anesthesia gas levels. Able to continue the case without using the ventilator settings. Anesthesiologist obtained loaner from gi lab as standby. Case was able to be completed successfully. Patient extubated. Machine re-programmed itself after the procedure when reset by anesthesiologist. Problem did not recur. Anesthesiologist was unable to reproduce the failure after the procedure.======================health professional's impression======================anesthesiologist has a suspicion that someone turned the device off and on. Unable to validate this and was not able to recreate the problem.